Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v304318, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturers' representative (rep) reported that there was a loss of efficacy 3 years prior to report. It was also noted that the battery was low. The physician reprogrammed the device but the lack of efficacy was not solved. There were no known issues that may have contributed to the event. All impedances were in range. The battery was replaced and the lead was a replaced. A new lead was placed on the left side. The issue was resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.